Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 3/23/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/01/2017 with the following findings: black box shows evidence of a partially discharged battery being installed on (B)(6) 2017 at 00:35 and at 12:38; resulting in low battery warnings no moisture/corrosion observed in the battery compartment. No damage observed to battery compartment. Returned battery cap is able to fully tighten to the pump and power it on. Current draws measured within specification. A "battery life" issue was not duplicated during the investigation. Removed pump cover; no evidence of moisture or loose components observed inside pump.